Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The high blood glucose event 400 mgdl while running errands, which was treated with the insulin pump. The event involved products mmt-342,mmt-431ag,mmt-7040a,mmt-1884. Troubleshooting was performed and customer was using the pump system with auto mode/smartguard active, and declined further troubleshooting. The customer also reported air bubbles in the infusion set tubing during the filling process, attributed to insulin not being at room temperature, and replaced the infusion set. No further patient complications were reported. No product replacement or return was required for mmt-342,mmt-431ag,mmt-7040a,mmt-1884. Frn-mmt-342-rsvr, unomed inf set, ozp-mmt-7040a-snsr.